Manufacturer narrative:
Additional information was added to h4: the lot was manufactured between november 24, 2022 ¿ november 25, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing of the sample was performed with tap water, and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked. This occurred during use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.